Event description:
After a diagnosis of dcis, I had a double mastectomy and silicone implants. I have now been diagnosed with scleroderma. I had gradual worsening symptoms over the years, but was not diagnosed until recently. I have chronic fatigue and pulmonary fibrosis and intestinal issues. I am taking a severe autoimmune suppressant drug.